Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer stated blood glucose was 600mg/dl. Customer stated they declined to troubleshot for high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
.

Event description:
It was reported that the customer was admitted to the emergency room and got intravenous because she was dehydrated on top of being treated for the high blood glucose.